Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, cracked end cap and loose/protruded drive support disk. (B)(4).

Event description:
The customer reported via phone call that the whole bottom of the insulin pump was come off. The customer also reported that the lower bottom had crack. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.